Manufacturer narrative:
Continuation of medical devices: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 24-oct-2016, UDI#: (B)(4). Patient code (B)(4) applies to lead (serial#(B)(4)) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for spinal pain. Patient said recharging takes 6-8 hours to charge up to 50% and they average coupling 4 boxes. They rarely get more than 4 boxes, and if they do, it only stays for a few seconds. Programming is bipole 5.7v, 90 pulse width (pw), 1000r. The patient also said their ins is difficult to palpate and they only charge when the battery depletes because they don't have enough time everyday to charge. The patient also said they would possibly like to have their leads moved in order to get low back coverage; they've only received relief from hips/buttocks since implant. No environmental/external/patient factors are known that may have led or contributed to the issue. No diagnostics/troubleshooting could be performed because the patient didn't have their recharger. The issue was not resolved at the time of the report. As a result of what was reported, the patient might be referred to their surgeon for a possible revision; it is unknown if surgical intervention is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the slow recharge issue, coupling issue and palpating issue was not determined and no actions were taken to resolve these issues. The rep was asked to clarify the need for a possible lead revision and whether the patient¿s therapy was supposed to be delivered to their lower back or if the patient was having new lower back pain, but the rep stated it was unknown. It was asked if the patient¿s therapy was supposed to be delivered to their lower back, if the cause of the lack of therapy was determined and the rep stated no. They also stated no revision was scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-jul-31 reporting that the therapy needed to be both in their lower back and sciatic nerve damage in both legs. The lack of therapy was caused by the type of implant used. The implant was designed to be effective for sciatica but not for low back pain. A neurosurgeon recommended replacing the device with one that covered both low back and sciatic pain. A surgery was scheduled for (B)(6) 2018 but it had not been approved yet as of (B)(6) 2018. The type of device to be used was not yet determined. No further complications were reported.